Event description:
A therapy printed circuit assembly (pca) was returned to philips failure analysis lab for an unknown reason. There was no patient involvement. The failure analysis lab evaluated the therapy pca. The operational check was performed with the therapy pca. During this check when the charge button was pressed, the device would continuously beep and would not stop. The test had locked up the device.